Manufacturer narrative:
The insulin pump was received with no motor error or excessive no delivery alarm noted and passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during the priming process. The blood glucose reading was 411 mg/dl. The customer had not treated their high blood glucose readings during the call. Troubleshooting was for the no delivery was conducted and the customer stated that insulin did exit. A motor error alarm occured during the troubleshooting. The customer was advised to speak to a health care professional about a back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.